Event description:
Information received indicates the CPR function is not working.

Manufacturer narrative:
The technician found the CPR cable was out of adjustment, and the release handle was broken.